Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that carb ratio was not correct and needed assistance programming. Customer was advised to refer to healthcare professional regarding settings. Customer reported that blood glucose was 30 mg/dl and was treated with food.